Manufacturer narrative:
The device was not returned for analysis; however, this console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the mains plug/wiring and mains cable was checked, inspected internal modules and cables including ac board, optics bench, high voltage modules and cables at front of system, chiller unit and cooling system, mmcu, lpu and lvps. No damage was found, the system passed self-test and checklist passed. There was no burning/smoke smell, and no fault/error occurred during service visit, therefore the reported event could not be confirmed.

Event description:
It was reported that during a procedure when the laser was turned on there was smoke smell coming out of the machine, so the staff had to switch it off and use the loan machine instead. There were no patient complications.